Event description:
Received apple-sized minor abrasion to left hip area. Used adhesive pad product, specifically purchased due to claim of "latex free," to cushion and protect the abrasion from further irritation from clothing, etc. And to aid in healing. Product caused allergic reaction resulting in severe welts, pustules, constant draning of "fluids," intense ithcing, pain, overall worsening of original minor abrasion and considerable delay in healing. I suspect this product contains latex, due to rapid and severe reaction, despite product labeling.